Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for the button error alarm was performed. Customer advised they were unable to clear the button error alarm. Customer advised they were unable to deliver a bolus due to button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.